Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt has been experiencing pain and has been hearing a popping noise in her hip. She first noticed the noise in (B)(6) 2012. Pt states that she feels off balance if she moves her hip a certain way. She also feels tired.